Manufacturer narrative:
There were seven devices that were returned. During the visual inspection, there were no abnormalities found. Using a standard syringe, 12cc's of air was inserted into the airway lines of all the devices. There were no issues identified with cuff inflation; all cuffs inflated. A standard ruler was used to measure cuff symmetry on all the devices. Measuring from the center of the shaft to the outside of the cuff, five measured 13mm on one side and 15mm on the opposite side. Device number six measured 11mm and 15mm and device number seven measured 11mm and 13mm. All devices met the manufacturing specification of 1/3:2/3 for cuff symmetry. The instruction for use, states under set up that if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. The reported problem could not be confirmed. No corrective actions are planned at this time. The manufacture regularly analyzes complaint data and trends and will take further actions accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that uneven inflation and spec found in multiple cuffs. No patient injury was reported.